Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "npa [nasopharyngeal airway] is used at night in children with breathing problems and tracheostomy history. The flange is being fixated with a cord. Two times the flange was separated from the tube. It was difficult to remove the tube out of the nose." No patient injury or complication reported. Patient condition reported as fine.

Event description:
Customer complaint alleges "npa [nasopharyngeal airway] is used at night in children with breathing problems and tracheostomy history. The flange is being fixated with a cord. Two times the flange was separated from the tube. (Continued) it was difficult to remove the tube out of the nose." No patient injury or complication reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore five samples were retrieved from current production at the manufacturing facility and subjected to a bonding strength test. It was found that an average load of 54.59n is needed in order to detach the flange from the tube. A device history record review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. The actual device was not returned for evaluation. It was found that an average load of 54.59n is needed in order to detach the flange from the tube, and it was reported that the failure was detected after use. It is possible that the issue could have occurred during intubation/removal procedure, although this could not be confirmed.